Event description:
It was reported the device exhibited a 'motor error - 613097'. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed pump motor drive off phase b post and battery not working error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the battery. As a result, the battery was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.